Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were in a tremendous amount of pain and they think it was being caused by the stimulator. Since they got the device implanted, they experienced little changes but this was different. They were feeling painful stimulation in their hip, leg, and knee which was really odd because they usually felt stimulation in their achilles' tendon and the pain was being blocked where it should be blocked. The patient stated from their hip to their knee was killing them. Due to the painful stimulation, they couldn't get into a comfortable position or sleep. The patient stated the pain started all in their left leg. It was a non-stop throbbing pain. Before the painful stimulation started, they had been playing golf like they always do and they did something to the muscles in their back. They had muscle pain that whole time in their back from golfing. The patient stated that the pain was not related to the stimulator but to golfing. They woke up with pain in their left leg to where they could barely walk. The stimulator was currently on and they hadn't changed anything. When they exercise, they change from program a to c and they had been doing that since they got the device implanted without any issues. It was considered to be a sudden change in therapy or symptoms. Relevant medical history includes non-malignant pain and complex regional pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.